Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing, inappropriate shock on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient was in stable condition.

Event description:
New information noted that on (B)(6) 2025 physician elected to cap and replace the rv lead. The patient was in stable condition.